Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). Caller reported that while the patient was sitting and working on their computer, patient felt something had hit the ground and vibrating. Caller reports patient then realized the vibration was their implant. Patient then felt overstimulation from their abdomen down. Caller reported patient did not fall, was sitting and working on the computer. Caller reported patient also sawn a screen on their controller: screen 119 program adjust help turn the current program on or off. Caller reports patient turned all 3 groups, a, b, and c to 0ma and off. Caller reports with all 3 groups turned off and 0ma, patient continues to feel overstimulation. Redirect caller to patient's hcp or ER.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the issue was unknown. Rep clarified the patient (pt) was on 0 ma and they felt stim and the therapy was toggled off. Rep went into all the grougps and insured ma = 0 and the therapy was off. It was unknown if the issue has been resolved yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.